Manufacturer narrative:
(B)(4). This information is based entirely on journal literature. The event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Referenced article: "phantom crosstalk." Heart rhythm. December 1 2012;9(12):2086-2088.

Event description:
A journal article was reviewed which contained information regarding this implantable cardiac resynchronization therapy (crt) system. During a follow up visit, there appears be "intermittent double sensing of atrial events." Also noted was high atrial impedance. The device was reprogrammed. The system remains in use. No patient complications have been reported as a result of this event.